Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Customer's parent reported via phone call that the insulin pump had cosmetic damage and crack on the back. Customer's blood glucose level was 238 mg/dl. Customer reported that he was at the pool. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.